Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of frozen image was failure in ultrasound board, and the cause of image of third generation guidance safety data information signal not being displayed was disconnection in harness and failure in printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned video system center to the service center for a separate issue. During the device analysis, the service center identified that the device exhibited the image is frozen due to a failure in ultrasound board and the image of third generation guidance safety data information signal is not displayed was disconnection in harness and failure in printed circuit board. There was no patient involvement.